Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother contacted animas on (B)(6) 2011 to report that the patient went into "dka when the pump malfunctioned". The patient's mother reported that the patient was admitted into the hospital the first week of (B)(6) 2011 (exact date not recalled) with a blood glucose (bg) over 700 mg/dl and a diagnosis of dka. The reporter stated the patient was in ICU for 2 days and discharged 1 week after admission. The patient's mother stated she did not know many details regarding the patient's high bgs. The patient's mother reported that the patient has not been on the pump since hospitalization back in (B)(6) 2011. At the time of troubleshooting, the reporter did not have the subject pump available for review. The patient's mother was asked to call customer support back when she had the pump available. The reporter did not call back. Animas customer support made several attempts to reach patient's mother; however, were unsuccessful. This complaint is being reported because the patient was hospitalized and treated for hyperglycemia while on insulin pump therapy.